Event description:
Reporter alleged that he had cramps, poor eyesight, and shakiness as if he was hypoglycemic. Reporter stated that at this time, he tested and obtained a result of 136 mg/dl on his advantage system. Reporter stated that his wife treated him with sugar and called the paramedics. Reporter stated that he was taken to the hospital and released three hours later. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Reporter no longer has the strip used during the incident, therefore no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.